Manufacturer narrative:
This event occurred in (B)(6). The field service representative replaced multiple parts including a partly clogged sample, reagent probe, and solenoid valve. All performance checks passed. The service actions solved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for 2 patient samples on a cobas 6000 c501 module. Patient 1 (ID: (B)(6)): the initial calcium result was 120 mg/dl and the repeated result was 84 mg/dl. The results for patient 1 were not reported outside of the laboratory. Patient 2 (ID: (B)(6)): the initial calcium result was 125 mg/dl and the repeated result was 96 mg/dl. The repeated result was reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.